Event description:
The customer reported that prior to use, it was noted that the pad was discolored. Another pad was used. No patient injury occurred. Initial evaluation of the returned sample found the pad was degraded and did not have continuity.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.